Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during testing that the pump displayed error code 46181 with red screen. There was no patient involvement or harm.

Manufacturer narrative:
H3 and h6 codes: updated. The suspect device was returned for evaluation. The event history log was reviewed, and no prior service history was identified within the previous 12 months. Visual inspection and functional testing were performed. During testing, the device displayed a red screen with error code 46181 (system fault). After clearing the error code, the device powered up normally. The reported issue was confirmed; however, the root cause could not be determined. The device subsequently passed all functional testing.